Event description:
It was reported that the user experienced hyperglycemia after an insulin occlusion alert on the ilet system following a meal announcement with a blood glucose value of 330 mg/dl. The user stated they had delivered most of the meal insulin before announcing the meal and elected to replace all supplies, including a contact detach steel infusion set on the abdomen and cartridge, after which insulin delivery resumed and glucose began trending down. Symptoms included hyperglycemia and hot flashes/flushes. Outcomes included no health consequences or impact. Investigation included troubleshooting and education with guided supply replacement. Investigation of this case revealed an insulin occlusion that resolved only after complete supply change, consistent with an infusion set occlusion associated with the contact detach infusion set and related disposable components. It was concluded, based on previously established findings for similar reports, that the cause was an insulin delivery occlusion resulting in transient hyperglycemia.

Manufacturer narrative:
Initial.